Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a jolt at the implantable neurostimulator (ins) location as an airplane or helicopter was flying overhead. It was unknown if the patient was inside or outside at the time. Right after the shocking, the patient turned the ins off. She later turned the ins back on, and the stimulation had been fine since the event. The jolting/shocking had not occurred before and had not occurred since.